Manufacturer narrative:
The failure mode of access site bleeding was confirmed. The cause of the access site bleeding was most likely due to arterial calcification, but was unable to be definitively determined without clinical details.

Manufacturer narrative:
The device was received but has not been evaluated. A supplemental MDR will be filed once device evaluation is completed.

Event description:
The complainant reported an (B)(6) year old caucasian male presenting with high risk percutaneous coronary intervention. Impella cp pump was inserted on (B)(6) 2018 without any reported issues, however, on (B)(6) 2018 registered nurse stated the patient received a total of ten (10) units of packed red blood cells (prbc) for bilateral groin site bleeding along with suspected heparin induced thrombocytopenia (hit), primarily from impella site. There was two (2) units of blood given on (B)(6) 2018, four (4) units of blood given on (B)(6) 2018, two (2) units of blood given on (B)(6) 2018, one (1) unit of platelets was given on (B)(6) 2018, and two (2) units of blood given on (B)(6) 2018. Hit panel came back negative.